Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring at the reservoir connection is broken and the reservoir cannot stay locked in place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The product will be returned.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and missing o-ring (reservoir tube).